Manufacturer narrative:
Mfg. Report #2954323-2026-97114 was submitted in error. Please refer to mfg. Report #2954323-2026-97154 for the correct and complete information regarding this event.

Event description:
A customer received a "replace sensor" message on the abbott diabetes care (adc) device. The customer reported no symptoms of glycemic instability with regard to the adc device issue and self-managed by consuming something to drink, no medication. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a "replace sensor" message on the abbott diabetes care (adc) device. The customer reported no symptoms of glycemic instability with regard to the adc device issue and self-managed by consuming something to drink, no medication. There was no report of death or permanent impairment associated with this event.